Event description:
Arjo received incident report from ansm (french competent authority) describing three similar events with participation of arjo maxi sky 44 ceiling lift and non arjo reacher (accessory used to hook the ceiling lift to the track). The events occurred during the transfer of the resident using the maxi sky 440 ceiling lift. The reacher disconnected and fell to the resident. In this reported case, the resident sustained intracranial hemorrhage (serious injury) and subsequently passed away. The other two events were reported under the manufacturer's report numbers: 9681684-2024-00019; 9681684-2024-00018.